Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a caregiver reported that during a supply change, a full insulin cartridge was found empty. The caregiver was unsure if the tubing was connected to the user at the time but noted the tubing smelled of insulin. The piston was not rewound, and the tubing had not been primed. The user's continuous glucose monitor (cgm) was reading "high" at the time. The caregiver was advised to bring the user to the emergency room and administer glucagon if needed. Prolonged hypoglycemia was later observed on cgm reports for (B)(6) 2025 to (B)(6) 2025. Follow-up attempts to contact the caregiver were unsuccessful.